Event description:
It was reported that pump screen had scratches that made display hard to see. There was no reported impact to the customer¿s blood glucose level. Customer did not want follow-up contact, and no additional information was received regarding actions taken or further outcome of event.